Event description:
It was reported the patient experienced a loss of therapeutic effect. There was no known accident or incident related to this complaint. The patient was hospitalized over the weekend because the implantable neurostimulator (ins) "stopped working". The patient's status was reported to be good. It was later reported that the "case was canceled due to heart problem". Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B) (4).